Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a tear on their modular cable. The modular cable was attempted to be exchanged but the new modular cable had a loose collar on the end that attached to the driveline. The modular connection would not tighten as intended onto the driveline. The loose modular cable was replaced with a new one which attached as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported connection difficulty could not be reproduced, and no device-related issues were found during the evaluation of the returned modular cable, lot number 11034322. The modular cable was returned in like-new condition, and visual inspection of the modular cable outer jacket and bend reliefs showed no evidence of damage or discoloration. The modular cable was successfully connected to two different test pump cables without difficulty, and the locking nut was fully threaded to hide the yellow line each time. As such, functional testing could not reproduce the reported event. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on left ventricular assist device (lvas) support with no further events reported at this time. The heartmate 3 lvas instructions for use (IFU) provides instructions for connecting the modular cable to the pump cable. This document also states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 5 of the IFU, ¿surgical procedures¿, provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump¿. These instructions state that to connect the pump and modular cables, first align the inline connection triangles on the connectors to ensure proper pin alignment. Apply firm force to engage the inline connector and rotate the locking nut until the clicking sound stops and the yellow line on the threaded portion of the connector is no longer visible. This section also states that the yellow line should be fully covered to ensure a secure connection. The patient handbook warns in several sections" "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The relevant sections of the device history record for the modular cable, lot number 11034322, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.